Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 07/05/2022, it was reported by a sales representative via (B)(4) that the ar-3240-5027 fused light cable end that plugs into the camera is getting hot. This was discovered during an unspecified procedure, with no patient harm reported.